Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device alerted. The device was checked and it was discovered that the right ventricular (rv) lead had high impedance and was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.